Event description:
It is reported that the torque driver was used 4 times only from (B)(6) 2014. The tool could not pull out when the three set screws were tightened, so the doctor had to use other tool knocking the driver that the driver could pull out. Then, when the doctor tightened the final set screw, the screw driver's hex head was broken. It is also reported that the surgery was delayed for 20 minutes.

Manufacturer narrative:
The manufacturer did not yet receive the device, but it is mentioned by complainant that the device will be returned for investigation. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot yet be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amend medical device report will be submitted. (B)(4).